Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump not on patient. Symptom - purge failure on power-up. Findings/actions taken: replaced pneumatic control switch (pcs) to resolve purge failure problem. Failed the helium leak test during functional testing, found the wrong helium washer on yoke. Installed correct helium washer and performed helium lead test; test okay. Passed functional testing.